Event description:
It was reported by the customer that when using the bd pyxis¿ cii safe drawer was failed to detect on bus. The malfunction that occurred in this device was not intended to affect the structure or function of the body. Though there was a delay in accessing the medication stored within this device, it was unlikely to cause or contribute to an adverse event.

Manufacturer narrative:
Additional information: supplemental MDR was filed to correct the manufacture report number (2016493-2025-104619) as bd received a notification from FDA on 29-aug-2025 regarding the regulatory requirements applicable to the bd pyxis¿ cii safe es. It is the decision of the agency that the product is not a "device" as that term is defined in section 201(h) of the fd&c act or is excluded from the "device" definition pursuant to section 520(o) of the fd&c act. Additional information: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to detect on bus. A field service engineer replaced cii safe tower latches with new style latches per customer request due to intermittent issues. All tower doors tested after replacement. Customer confirmed all doors are functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis medstation es, the main drawer 2.1 failed, and the device was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.